Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, corrosion was found in the battery compartment. The battery cap was not returned. The battery compartment was cracked below the bumper pad. A test cap attached to the pump successfully. The pump was unresponsive. No vibratory or auditory alarms occurred, and there was a blank display. The pump history and black box were unable to be duplicated. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components.